Event description:
See initial report.

Manufacturer narrative:
Through follow-up communication livanova deutschland learned that the reported issue was affecting the cardioplegia side. Based on the mentioned information, the event has been re-assessed as non reportable since this event is not likely to result in death or serious injury.

Manufacturer narrative:
The heater-cooler 16-02-95 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t did not cool down to the set temperature and fluctuated its temperature level a bit higher than the set temperature. This happened during procedure. There was no report of patient injury.